Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Was there surgical delay during revision? If yes, please indicate the duration. Answer: no. B. Was the dislocation confirmed? Answer: yes. C. Can you please confirm what you meant by "the surgeon suspect maybe before implant the head were cracking." Was the head already cracked before it was implanted? Answer: yes, but maybe little cracking would not be observed by naked eye.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the provided device photographs and x-ray images confirmed the reported material fracture and dislocation. A review of the device manufacturing records finds no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the quality documents show that the data obtained on the insert conformed to the specification valid at the time of production.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-op ceramic head breakage. It was reported the patient was given the operation of replacement of total hip on (B)(6) 2017. The cup and pe liner are zimmer biomet's, the head and stem are jnj's. After about 3 years, when on a toilet, the patient felt painful, suspect the implants dislocation, could not stand. The patient was given revision operation on (B)(6) 2020, removed the broken head, changed the new zimmer biomet's cup&liner and jnj¿s head, did not change stem. The patient is stable and discharged from hospital. The surgeon suspect maybe before implant the head were cracking.